Event description:
It was further reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. Detections were turned off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that their lead was fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.